Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to an unknown laboratory reagent. At 1:42 pm, the meter result was 4.4 inr. Within seven hours, the laboratory result was 2.7 inr. On (B)(6) 2019 at 12:19 pm, the meter result was 6.7 inr. At 1:15 pm, the laboratory result was 4.7 inr. The laboratory results were believed to be correct. There was no allegation of an adverse event. The customer had anemia, no antiphospholipid antibodies, no lupus, no direct thrombin inhibitor, no heparin, and no changes in diet. The customer had changes in quantity and dosage of her medications. No specific information was provided. The customer experienced bleeding in her eye, but the doctor believed it was caused by a cut she had in her nose and not related to the use of the device. The therapeutic range was 2.5-3.5 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.